Event description:
It was reported that during an iliac stenting treatment procedure, the stent was pulled out of the pt during removal of the delivery device. The stent appeared to be successfully deployed in the iliac target lesion. Upon removal of the delivery sys, it was determined that "either the stent was partially deployed in the tip of the sheath and/or was dragged back by the nose cone of the delivery sheath." Ultimately, when the sheath was removed, the stent was pulled out of the pt. Two smaller length stents were successfully deployed and plain old balloon angioplasty (poba) was performed. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay".

Manufacturer narrative:
.